Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, no audible click was heard with the handle which caused the physician to deploy multiple bands. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event.